Event description:
Complaint is reportable based on analysis completed on (B)(4) 2012. It was reported that during the preparation for a stenting treatment procedure, the shaft was kinked. While removing the 2.75x20mm promus element plus stent from the packaging, the shaft kinked. The procedure was completed with another of the same device. No patient complications were reported. However, analysis of the returned product revealed that there was stent damage.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: a visual and microscopic examination identified stent damage. The struts at the center of the stent were sticking straight up. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).